Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, in detaching the transverse colon, a part of the device disengaged. No parts fall into the patient¿s cavity. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a full complement of staples. Microscopic inspection of the knife blade displayed no damage. The cartridge cover was disengaged from the cartridge. Functional testing found that the cartridge cover was returned to its proper position. The single-use loading unit unloaded and loaded repeatedly without difficulty. The single-use loading unit and the instrument were applied to test media with acceptable results; the knife cut completely and cleanly, and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an excessive force is applied to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: after the firing, which includes returning the firing knob all the way back to its pre-fire position. To remove the fired sulu, separate the instrument halves. Holding the cartridge half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.